Manufacturer narrative:
Investigation: bd was able to verify the presence of silicone drops on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause has been determined to be an excess amount of silicone dispensed during the catheter siliconization process. A corrective action project has been initiated to investigate the issue. A review of the device history record was completed. This lot was reviewed regarding the tests of ¿foreign matter/visible silicone¿ and were not evidenced records that could lead to the claimed defect.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with foreign matter. There was no report of injury or medical intervention.